Manufacturer narrative:
Initial reporter is a synthes sales representative. Part 03.037.017, lot 9651850: manufacturing site: (B)(4). Release to warehouse date: september 15, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. A product investigation was completed: upon visual inspection, the received guide sleeve was observed to have scratches, damaged threads and bent distal tip. Also, the device was missing the red alignment indicator epoxy. The missing epoxy was previously investigation and relevant actions have been taken to address the issue; additional investigation is not required. The dimensional inspection was not performed as there was no damage that warranted a dimensional inspection. Based on the date of manufacture the relevant drawings, reflecting the current and manufactured revisions were reviewed; no design issues or discrepancies were identified. This complaint is confirmed as the complaint device was found to have scratches, damage threads and bent distal tip upon inspection. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure, the blade/screw guide sleeve was damage. The wrong aiming arm was utilized and did not line up correctly. The threads on the guide sleeve became stripped. The correct aiming arm was used to finish the procedure with only about a two to three (2-3) minute delay and no adverse effect to the patient. Upon inspection after the procedure it was confirmed that the threads were in-fact stripped. Upon visual inspection, the received guide sleeve was observed to have scratches, damaged threads and bent distal tip. This report is for a blade/screw guide sleeve. This is report 1 of 1 for (B)(4).